Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that emergency medical services were called for patient with 1-2 weeks of weakness, fatigue, lightheadedness, and presyncope. A low gastrointestinal bleed was found with hemoglobin of 3.8 g/dl. The patient was given three units of red blood cells and before meal medications were held. Melena was noted in stool. Patient was found to have severe anemia and unexplained white blood cell count of 19.21 k/ul. Mean arterial pressure (map) was 52 mmhg. On (B)(6) 2021 the patient received another unit of red blood cells, with hemoglobin at 7.3 g/dl. Another unit was given later in the day. A radial arterial line was placed and medications were still held. On (B)(6) 2021, one unit of red blood cells were given and both an esophagogastroduodenoscopy and colonoscopy were performed. Blood was found in colon but no source was identified. Patient was initiated on intravenous vancomycin for suspected bacteremia that was secondary to elevated white blood cell count of 19.31. Gram-positive cocci were found in clusters, likely contaminants. Cultures grew out gram positive rods diphtheroid. Vancomycin was discontinued. On (B)(6) 2021, hemoglobin was 6.6 g/dl, the patient received 6 units of red blood cells and anticoagulation was resumed. There was one dark bowel movement. On 25sep2021, follow up cultures grew gram positive rods diphtheroid which were also likely contaminant. No further antibiotics were considered. From (B)(6) 2021 to (B)(6) 2021, hemoglobin was 7.0 g/dl to 6.9 g/dl. On (B)(6) 2021, hemoglobin was 6.1 g/dl and a transfusion was performed. On (B)(6) 2021, hemoglobin was 7.2 g/dl and on (B)(6) 2021, hemoglobin was 6.4 g/dl. Two more transfusions were done, along with a video capsule endoscopy which found an active bleed in the small bowel. Warfarin was held. On (B)(6)2021, hemoglobin was 8.2 g/dl and the patient had melena. On (B)(6) 2021 a bleed in mid-jejunum coagulated with argon plasma was found and warfarin was resumed. From (B)(6)2021 to (B)(6) 2021, hemoglobin was 6.6-7.7 g/dl and on 07oct2021 the patient was discharged home. Bleeding and infection resolved.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6); there is no product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.